Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 409 mg/dl. The customer's mother observed the customers' eyes bulging out of her head, pressure in the head, a pounding headache, and difficulty breathing. She stated that the customer treated using the insulin pump and manual injection; she advised that the customer felt better. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on lcd window.